Manufacturer narrative:
The standalone board and x-relay was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Component resistor 19 is electrically over stressed. Unable to bench test due to over stressed component. Relay failed bench test, short between input 1 and 2. The hardware investigation found that reported event was related to an electrical failure mode. Root was the electrically over-stressed component.

Manufacturer narrative:
Correction: unique device identification (UDI) has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was able to replicate the reported issue. Replacement of the stand alone board, x-ray relay board and the fuses resolved the issue. No further issues were reported. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's pendant displayed 'initializing, please wait...' And the generator would not boot up. There was no patient present when this issue was identified.